Event description:
On (B)(6) 2014, (B)(6) advised report received from hospital 1x transfusion set vl tr 00 (B)(4) was leaking from the green connection. Examination of the returned sample found that the pvc tube was separated from the green connector. Evaluation of retain samples and production document review could not be performed since the batch number of the complaint article is unknown. The root cause was determined to be a manufacturing error, where the tubing was not inserted deeply enough into the glue. Assembly staff have been re-trained on the process.